Event description:
The pt reported, she has been experiencing the need to recharge the ipg frequently than usual. In addition, the pt is also unable to keep a stable communication with the ipg. Replacement charging system was used to no avail. The pt had been reprogrammed multiple times but continues to experience the frequent recharging issues. The pt has been referred for a system x-ray. The pt is working with her physician to determine a resolution to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.